Event description:
It was reported that a user experienced recurrent low blood glucose after meals while using a dexcom g6 with ilet, including a lowest reading of 55 mg/dl for approximately 15 minutes, and treated lows with oral glucose; review indicated under-announcing meal sizes due to fear of hypoglycemia and pausing therapy, consistent with an incorrect procedure and user interface¿related use error. Symptoms included hypoglycemia with dizziness, blurry vision, and shaking. Outcomes included the need for unexpected medication intervention to treat hypoglycemia and classification as a serious injury. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem, specifically failure to follow instructions, associated with the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.